Event description:
Customer reported that the battery was low on the insulin pump and he was unable to remove the battery cap. The blood glucose reading was 124 mg/dl. Customer was receiving a weak battery and a low battery alert and stated that he was using dollar store batteries. Through troubleshooting, the customer was still unable to remove the battery cap. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap at the coin slot area and a cracked reservoir tube lip. The insulin pump had normal operating currents and no unexpected off no power, low battery, or weak battery alarms were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.